Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had high blood glucose level. The customer's blood glucose level was 479 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.